Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she received a "scan time out" message on the same day she applied the adc freestyle libre sensor. On (B)(6) 2018 at 9am, she further reported symptoms of dizziness, nausea, sweating, sleepiness, and being tired. She was taken to the hospital and a blood glucose test obtained on the hcp meter result was 300mg/dl. She was administered IV normal saline and insulin for her hyperglycemic symptoms. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
During initial troubleshooting with customer service, the customer was able to scan the sensor with no issues, therefore the sensor was communicating with the reader. Further investigation of the sensor is therefore not required as the issue was resolved during trouble shooting. Reader (B)(4) was returned and investigated. Performed visual inspection and no issues were observed. Attempted to communicate with known good sensor and observed a scan timeout message. Reader was decased and visual inspection was performed, no issue were observed. The reader was able to communicate with a known good sensor. Extended investigation has also been performed on the reader. Visually inspected the returned reader, and no issues were observed. Reader powered on when button was pressed. It was able to scan a known good sensor. Reader was working as intended. No malfunction or product deficiency was identified.

Event description:
Customer reported that she received a "scan time out" message on the same day she applied the adc freestyle libre sensor. On (B)(6) 2018 at 9am, she further reported symptoms of dizziness, nausea, sweating, sleepiness, and being tired. She was taken to to the hospital and a blood glucose test obtained on the hcp meter result was 300mg/dl. She was administered IV normal saline and insulin for her hyperglycemic symptoms. No further treatment was reported. There was no report of death or permanent impairment associated with this event.